Event description:
It was reported that a patient¿s device was replaced because it flipped inside her and when her healthcare professional went inside, they noticed the leads weren¿t connected properly. This occurred on (B)(6) 2012. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).